Event description:
It was reported that during the implant procedure, the superior vena cava (svc) port measured ¿none¿ when both df1 proximal and df1 distal lead pins were inserted into the device header. When tested, the device also showed high impedance through the df1 proximal port. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).